Event description:
Caller reported a tandem mobi cartridge alarm, which caused the customer's blood glucose (bg) level to rise to 589 mg/dl. The customer addressed the high bg by administering a correction bolus via the pump and did not require assistance from a third party. Technical support confirmed cartridge alarm 34 and educated the caller about potential triggers caused by magsafe magnets. The issue did not occur during the load process, and after following instructions from technical support to remove and reload the cartridge, the caller was able to resume insulin therapy successfully, resolving the issue.